Manufacturer narrative:
Date estimated. The additional devices referenced will be filed under separate medwatch report numbers. The device was not returned for evaluation. The electronic lot history record (elhr) or similar incident query for this product/lot was not reviewed since the part and lot numbers were not reported. The reported patient effects of embolization, perforation, and occlusion, are listed in the instructions for use (IFU), gw, hi-torque guide wires, as known patient effects with the use of this device. Design and manufacturing controls have been established to mitigate possible causes. The investigation was unable to determine a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported treatment(s) appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Article title: post market clinical follow-up evaluation report peripheral guide wires.

Event description:
It was reported through a research article identifying command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires that may be related to the following: patient dissection, perforation, embolism, occlusion, revascularization, and rehospitalization. This article summarizes clinical outcomes from 161 physicians that have used command, command 18, flex-t, sparta core, steel core, supra core, versa core, winn, and tad / tad ii guide wires a total of 5,673 times. Specific patient information is documented as unknown. Details are listed in the attached article, titled "post market clinical follow-up evaluation report peripheral guide wires."